Event description:
. Difficult or delayed positioning of femoral segment [customer].

Manufacturer narrative:
New classification as recall class ii as per information of 30 june 2023 and therewith classified as reportable. In 2021 it was recorded and performed under recall class iii.